Event description:
On 02/19/2000, a phlebotomist was using a standard yellow needle holder and an eclipse 21 x 1 1/4 inch blood collection needle. Phlebotomist did not have the appropriate sharps container to unwind the needle from the holder; therefore, phlebotomist used the other hand to unwind the needle off the holder after a blood draw. The safety shield device was properly engaged. When unwinding the needle by hand, the safety shield broke off and in turn stuck phlebotomist. It was recommended by co's staff that the pronto quik release needle holder be used to drop all needles into a sharps container without handling the needle with the opposite hand. This procedure is recommended by the account to their employees. Shelf carton general precaution states "after simple use, dispose of product according to co's institutions regulations. Do not unscrew needle from holder by hand." No product available from evaluation. Lot number unknown.